Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer's blood glucose (bg) level was 500 mg/dl with a "trace" level of ketones. The customer addressed their bg level with a manual injection. It was confirmed that the customer had manual injections available as alternate insulin therapy.